Manufacturer narrative:
Mindray service representatives evaluated the as300 system and found a kink in the breathing system pneumatic affecting the inspiratory sensor. Unit passed all calibration, functional and safety testing.

Event description:
Customer reported the as300 anesthesia system displayed a communication error which may have resulted in a loss of anesthesia monitoring. No pt injury was reported.